Manufacturer narrative:
Previously this report was reported as uno due to allegation on philip CPAP device. Now the device information has been updated and repair evaluation completed it was determined that the report should be reported as 3rd-party final report. All mandatory section has been updated/corrected.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced the following: "damaged lung tissue, chronic headaches, sinus, and eye socket inflammation, and fear of serious illness. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.